Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen (500 mcg at 65.04493 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient called the clinic complaining of overdose symptoms; flaccid muscle tone, unable to get out of bed and unable to ambulate to the bathroom. The dose was increased to a higher rate than prior to pump replacement. The registered nurse went to the patient's home to adjust the pump daily dose of baclofen down. The issue was reported as resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.